Event description:
Patient was revised to address poly wear, osteolysis, and loosening of the tibial tray at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown. Instability was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the root cause of reported event; however, the reported patient large physical stature is a possible contributing factor. Additional provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.